Manufacturer narrative:
The product was installed at the user site (B)(6) 2011. There have been no clinical complaints from the user site or regarding this specific serial number since that time. The product device history record and service history were reviewed (B)(4) 2011 with no conclusions made. The treatment parameters reportedly used by the operator were: 12mm spot size, 5ms pulse duration, 56-60j/cm2, 30/20/0 dcd setting, which are within the parameters for the pt's skin type as recommended by candela's treatment guidelines. This event was also evaluated by an outside dermatologist, who suggested that the dcd settings were either too high or too low or that the pulse duration was too long, which may have been contributing factors to the adverse reaction.

Event description:
(B)(6) (from the (B)(6)) reported that a male pt had received a laser hair removal treatment on the cheekbone area (B)(6) 2011 and that the pt contacted the clinic a day later stating that his face was inflamed. The pt was asked to come to the clinic, in order for (B)(6) to evaluate the inflammation. (B)(6) stated that there was heavy inflammation in the treated area and advised the pt to take an anti-histamine and to apply dermovate. The pt was also prescribed clobetasone butyrate cream and flucloxacillin antibiotics.